Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad, had no apparent damage, and was properly attached to the clamp arm. The device was connected to a gen11 and the device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Next, the instrument was tested with test media and it performed as expected. When the instrument was disassembled to inspect the internal components, no evidence was found regarding what could have caused the reported activation issues. However, what was found was that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
See attached user facility medwatch #2301300000-2018-8012.